Event description:
It was reported by the rep that the device was used during a laparoscopic bowel procedure. It was reported the 512s trocar was used at the primary port. The scope was then placed in the trocar. Once the scope was inserted, the gas started leaking and a tear was noticed in the seal. There was no consequence to the pt.